Manufacturer narrative:
Covidien/medtronic reference number (B)(4). At this time the device has not been made available for covidien's investigation. Additional information associated with the complaint has been requested and if made available to medtronic will be provided and updated in a supplemental report.

Event description:
The adult patient was in a severe motor vehicle accident that resulted in chest trauma and orthopedic injuries. A size 6 percutaneous (perc)tracheostomy tube from a cook medical tracheostomy insertion tray was placed in his airway. A short time afterwards the ventilator began alarming, which alerted the staff to an oxygenation issue. The patent was not oxygenated and coded. The physician inserted a scope though the size 6perc tracheostomy tube and noticed cuff herniation and occlusion. The 6perc tube was removed and an unspecified brand of endotracheal tube was inserted as an emergency measure to oxygenate the patient. The patient suffered an anoxic injury that resulted in brain death. The patient passed away on sunday, (B)(6) 2016. The time frame from tracheostomy placement to difficulty in oxygenating the patient is currently unknown and still being investigated. The reporter cannot verify there was any pre-inflation testing of the cuff prior to use, any occlusion of the distal end of the trach tube, or internal lumen occlusion. At this time it has not been established that the patients outcome was attributed to the device and our investigation is ongoing.